Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer experienced noise on the atrial channel when using the analyzer. The programmer and analyzer passed all functional testing. It was indicated that the patient connector from the analyzer had disturbed pins. The analyzer was replaced and the programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced noise on the atrial channel when using the analyzer. The analyzer, cables, and connectors were changed but the issue was not resolved. The programmer was returned for service. There was no patient involvement.